Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # v641374, implanted: (B)(6) 2011, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient was not able to adjust stimulation. The patient got the new programmer from their nurse a few weeks ago because their old one was defective. When the patient turned up stimulation they would have a lot of pain and if they turned it down they wouldn¿t feel it at all. The patient hadn¿t really been able to see if the new programmer they received was still giving them the same issue because they hadn¿t been able to turn it up. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient was having trouble because they got a new patient programmer and could not change programs. The patient¿s previous manufacturer representative was no longer working for the company. No intervention was needed and the patient recovered without permanent impairment. The patient received their new controller on (B)(6) 2014 and it was paired with their device then. The patient did have concerns with their device or therapy and they couldn¿t see any help in breathing from it. The patient had no appointments for now. The patient was still having concerns with their device or therapy but had not sought further help. The patient would use it more often. It was later reported that the patient had pain if they increased stimulation too high on the 1 program they had and this had been going on since they picked up the new programmer 2 weeks ago. The patient called their health care provider (hcp) for assistance with changing programs and they didn't know how to change programs and didn¿t know how to have the other 3 programs put back on the device. The patient¿s hcp hadn¿t done anything with the patient other than implant their device and it was always the manufacturer representative that would work with the patient if they ever needed anything. The patient currently didn¿t have a managing hcp for their device and just had their regular primary care physician (pcp). The patient just went through a bladder infection and their pcp wanted to check the patient in 10 days after they used the antibiotics. When asked when they got the infection the patient stated they just finished the product 3 days ago. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4)